Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable tachy lead 1999-(B)(6), 4196 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing at maximum output. An x-ray confirmed a dislodgement. The lead was explanted and replaced with a new lv lead. It was further reported that the right atrial (ra) lead was exhibiting artifact on the electrogram and an x-ray confirmed a dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.